Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual and microscopic investigation noted that the glass and metal caps were detached and were not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture and there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, metal and glass cap detachment. The device instructions for use (IFU) instructs the user to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke. The device was turning in its sheath although it had barely been used. A second fiber was used to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate the fiber broke intraoperatively. A second fiber was used to complete the procedure without patient complications.